Event description:
The customer reported the software failed to load. This event will result in a no boot situation. No report of pt injury.

Manufacturer narrative:
Service was not accepted by the customer. No add'l info by the customer has been disclosed.